Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the main coil was severely stretched, kinked/bent and broken. In addition, the delivery wire was kinked which is likely related to the handling of the device. Functional testing could not be performed due to the condition of the returned device. The reported coil delivery wire break was not confirmed; however, a break was observed on the main coil. Based on the information reported, the device was confirmed to be in good condition prior to use. It is probable that the coil was damaged during the advancement; therefore, an assignable cause of operational context was assigned to the observed coil anomalies.

Event description:
It was reported that during the procedure, while attempting to finish coiling the aneurysm with the coil (subject device) the physician reported "the coil did not seek the way properly and pushing was a bit sticky." After a couple of loops, the physician decided to withdraw the coil; however, he could not see the coil moving and suddenly the distal end of the delivery wire broke. The coil, microcatheter and guide catheter were removed from the patient and the coil and delivery wire were reported to be in the microcatheter. The physician was able to complete the procedure successfully with no impact to the patient.

Event description:
It was reported that during the procedure, while attempting to finish coiling the aneurysm with the coil (subject device) the physician reported the coil did not seek the way properly and pushing was a bit sticky. After a couple of loops, the physician decided to withdraw the coil; however, he could not see the coil moving and suddenly the distal end of the delivery wire broke. The coil, microcatheter and guide catheter were removed from the patient and the coil and delivery wire were reported to be in the microcatheter. The physician was able to complete the procedure successfully with no impact to the patient.